Manufacturer narrative:
The returned product was found to exhibit webbing slippage or the buckle teeth were not securing the webbing if the webbing was not slipped through the buckle all the way. Using the IFU application, the webbing did not exhibit any slippage. There were several complaints received for straps slipping which were determined to be due to manufacturing issues that have been addressed via the CAPA system. A review of the device history record did not show any nonconformities and the device passed all product verification testing and met specifications when shipped. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The instructions for use state: during the application of the belt the strap should lay flat across the buckle. Tuck excess under the belt. Always verify proper closure before use. Always check for skin integrity, proper circulation and range of motion when the belt is in use. Ensure that the belt is secure and does not compromise the patient¿s medical condition and does not interfere with tubes, lines or other equipment. All complaints are trended and reviewed by management on a monthly basis. As a part of the monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. Manufacturer reference file (B)(4).

Event description:
Customer contacted us in regards to the teeth not grabbing on 6556, 6556s, 6556l customer states gait belts have ineffective teet for graspthe belt, making this a high risk fall and safety issue for patients.